Event description:
It was alleged while unloading a patient from the ambulance, the foot end medic was unaware the student assistant released the stretcher from the safety bail and the stretcher rolled off the ambulance deck and lowered to the ground. There was no report of injury to the patient or the medics.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation at the customer location. There were no observations of product issues that would have contributed to the reported incident and the stretcher was operating as intended. The contributing factor of the incident is attributed to unintended use error.

Event description:
It was alleged while unloading a patient from the ambulance, the foot end medic was unaware the student assistant released the stretcher from the safety bail and the stretcher rolled off the ambulance deck and lowered to the ground. There was no report of injury to the patient or the medics.